Event description:
It was reported that this insertable cardiac monitor (icm) reached end of service (eos) status earlier than expected. It appears that the battery prematurely depleted after an unexpected drop in battery voltage. It was recommended replacing the icm and sending it for further analysis. The icm remains in service and no adverse patient effects were reported. Addtional information revealed that the icm was explanted and returned to bsc. A new icm was implanted. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached end of service (eos) status earlier than expected. It appears that the battery prematurely depleted after an unexpected drop in battery voltage. It was recommended replacing the icm and sending it for further analysis. The icm remains in service and no adverse patient effects were reported.